Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01274 / 01276). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial left hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to alleged pain, elevated metal ion levels, and pseudotumor formation. Operative report received reported staining of the synovium, pseudotumor formation and metal debris. During the procedure, the modular head was removed, and a modular head and acetabular bearing were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum mod hd, catalog #: 157444 lot #: 902740; taperloc por lat fmrl, catalog #: 11-103205 lot #: 349090; m2a-magnum 42-50 tpr, catalog #: 139256 lot #: 468070. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the products show the head and taper assembled. The cup was not returned for evaluation. The outer radius is scuffed and worn in multiple locations. The damage can be seen in the reflection of the green mat off the head in the attached photos. Scratching was also observed on the taper. The head shows some dried liquid on the surface and there are scratches on the taper that are consistent with the removal of the implant. The part was checked on a zygo for sphericity and cmm measurement. The spherical radius was measured to 0.86534" which exceeds the maximum tolerance of 0.86500" and the sphericity was found to be .00203 which is slightly above tolerance. These out of tolerances are likely due to the metal wear observed on the head. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.